Manufacturer narrative:
Reliability analysis inspected three opened/used enlite sensors and performed visual inspection and found one of three sensors with cannula broken, broken part still attached to tubing; two remaining sensors performed bicarbonate buffer. One of three sensors failed with high readings 2nd sensor passed per specifications with accurate readings. Also found two remaining cannulas bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call of having problems with weak sensor signal and received around three. Customer reported that the only way of resolving issue was to change sensor. Customer reported that one of the sensors were kinked.